Manufacturer narrative:
H10. D10. Concomitants - product information: 4128361 - 02-012-41-5040 - tray tib 5f/4t knee cmnt trpzdlogic hflex ¿ log8857; 4180293 - 02-010-01-0350 - femur 5 knee rt cmnt post stablogic hflex; 4215572 - 200-02-41 - patella 41mm 3 pg sphrcl optetrak ply sterile stryker simplex hv x 2. The revision reported may have been the result of polyethylene wear, instability, and osteolysis. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the explanted devices were not returned for evaluation and radiographs or photographs were not provided.

Manufacturer narrative:
Additional manufacturer narrative- additional information/ b3, b5, d6b, h6. No changes to investigation results. There is no additional information available.

Event description:
Revision operative report- instability of prosthetic knee ¿there was delamination of the polyethylene but no evidence of prosthesis loosening.¿ ¿the patella was also not removed because it [was] well fixed with no evidence of polyethylene wear.¿ per pathology report, ¿scattered small polyethylene particles and small metallic particles are present within the histiocytic infiltrate and the giant cells.¿ the patient tolerated the procedure well and was transferred to the recovery room in stable condition. There is no additional information available.

Event description:
It was reported via a legal notification that a patient who underwent a right knee replacement surgery and was implanted with an optetrak device on (B)(6) 2016, has been advised that his knee replacement has failed and is scheduled to undergo revision surgery on (B)(6) 2022. Upon information and belief, the patient requires revision surgery for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability and/or component loosening. The patient experiences daily pain and discomfort in his knee which limits his activities of daily living and impacts his quality of life. There has been no notification if the patient has been revised as of on (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal / polymer. H6. Investigation results: the pending revision reported may be due to prosthesis wear leading to osteolysis and loosening of implants. However, the prosthesis wear and contributions from implant positioning, instability, and / or patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited clinical information was available at the time of evaluation. These devices are used for treatment not diagnosis. There is no device information provided. There is no other information available.